Manufacturer narrative:
Iif information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, variable impedance and decrease in p-waves. It was noted that the patient experienced diaphragmatic stimulation. The ra lead remains in use. No patient complications have been reported as a result of this event.